Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, xerostomia, inflammation, mobility. Patient bone quality relatively porous, bone too thin around implant site on buccal.